Event description:
On 3/12/97, the oncology physician contacted a MFR nurse and reported an increased device flow rate. The report states that at the first refill, on 3/6/97, the return volume (rv)=17; refill period (rp=8; flow rate (fr)=4.1. The device was filled with heparin 50,000u/50ml. The predicted flow rate for this device is 2.19. The physician was not concerned about the first flow rate since he was unsure if exactly 50ml was placed in the device in the o.r. On 3/13/97 at the second refill, the rv=25, rp=7, fr=3.6, refilled with fudr 0.2mg/kg day and 50,000u heparin, based on predicted flow rate of the device. The physician is concerned that the pt may receive an fudr dose of approx 0.3mg/kg/day because of the increased flow rate. The need to routinely check liver function studies was discussed. The MFR nurse informed the physician that she has no specific info on toxicity at 0.3mg/kg/day and although the usual starting dose is 0.2 mg/kg/day, the range is 0.2-0.3. The MFR nurse refered the physician to another physician who is experienced with the device. The physician is unsure if a hepatic artery perfusion study (haps) was performed post-op. The MFR nurse recommended a haps be performed, if not done previously at the hosp, to check device catheter placement. The pt does not have a fever, has not traveled or had heat applied to the device pocket area. There is mild seroma, but no erythema present. The physician states that the pt has a normal wound which is healing. The physician decided he would check liver function tests studies at one week and if within normal limits, he would continue fudr prescription for the 12 day period. (12 day rp recommended at this fr) if lfts elevates at seven days, the physician will refill with heparin/normal saline at that time. The MFR nurse will follow-up with him on 3/24/97.